Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2018 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain and swelling. Upon entering the joint, thickened hypertrophic synovium was encountered and excised. It was noted that there was possible impingement of the synovium and surrounding tissue by the rotating platform insert. The tibial component was noted to be loose at the cement to implant interface. There was no product deficiency noted related to the femora component or patella. All implants were revised and competitor products were implanted. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2018, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.